Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification). Granuloma : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
A healthcare professional reported rupture and granuloma on the left side. The device has been explaced and replaced with a non allergan device.

Manufacturer narrative:
Continued e.1 : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma.

Event description:
A healthcare professional reported rupture and granuloma on the left side. The device has been explaced and replaced with a non allergan device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17apr2024.

Event description:
A healthcare professional reported rupture and granuloma on the left side. The device has been explaced and replaced with a non allergan device.